Event description:
A physician reported a pt who was originally skin tested by another physician in 10/1996 and by the reporting physician in 11/1996; both with negative results. On 1/23/1997, the physician treated the pt in the nasolabial folds, oral commissures, and the vermilion borders and the vermilion. On 3/4/1997, the pt returned with a "little white beading" across the upper vermilion. The exact date of symptom onset was not known. The physician inserted a needle into the beaded areas and expressed the collagen out, in order to smooth out the appearance of the vermilion. The pt returned on 3/11/1997 for touch up treatment in all sites previously treated. The physician stated the treatment was uneventful, there was no pt complaint after the second treatment.